Event description:
It was reported that a patient was referred for lead and generator explant because the patient's mother wanted the system removed. The patient's mother said she wanted this because the patient never tolerated the device. The device was disabled last year. No surgical intervention has occurred to date. No additional information has been received to date.